Event description:
It was reported that upon opening the package of the polaris ultra ureteral stent, it was noted that the stent was split "at the kidney side". It was further noted that there appeared to be no damage to the packaging. The device was not used during the procedure. The procedure was completed with another of the same device. The patient's status is unknown.